Event description:
Hospital reported that patient prone on horseshoe headrest with traction, gel pad on horseshoe wrapped with cast padding. Procedure lasted 3-4 hours, one of surgical team did not periodically check patient's face that was on pads. After procedure patient had swollen eye and apparently had lost sight in that eye.